Event description:
The hospital reported that during a coronary artery bypass graft surgery, one stabilizer's plastic maquet logo popped off and fell into the patient's chest. The logo was easily retrieved and the surgeon used the same device to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the plunger housing cap (plastic piece with maquet logo) detached from the suv mount and broken in two pieces. Residual adhesive was present on the inside plunger housing cap and on the plunger hourglass housing. The residual adhesive locations were within the process parameters. The two molded pins on the plunger housing cap were sheared off and still bonded to the inside of the plunger hourglass housing. The fracture marks on the sheared off pins indicate that the cap was lifted away from the hourglass housing assembly. The reported failure was confirmed. (B) (4).